Event description:
It was reported that there were new breaks in the silicone layer of the driveline. A driveline repair was done with rescue tape. The patient only reported intermittent low flow alarms at night. The log file recorded several backup battery fault alarms. The backup battery fault alarms resolved when the backup battery was exchanged. The log file recorded several low flow alarms on (B)(6) 2022. The cause of the low flow alarms was determined to be the beginning of right heart failure. The low flow alarms resolved when the patient shifted in bed. The log file data revealed that the patient cable in use provided lower than expected voltage to the system controller. The x-ray images of the driveline showed some areas of wear. The images of the driveline show small tears that appear to have been caused by twisting of the driveline overtime. Some worn silicone tape is currently covering parts of the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The speed was adjusted over echocardiogram which resolved the right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline can be confirmed based on the evaluation of the submitted photos. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed 93 low flow hazard alarms were captured throughout the log file when the flow dropped below the 2.5 lpm threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had new breaks in the patient¿s driveline which were repaired with rescue tape. The account also reported the patient experienced low flow alarms due to right heart failure. According to the account, the speed was adjusted under echocardiogram and the event resolved. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22jan2013. The heartmate ii lvas instruction for use (IFU) is currently available. Section 1 of this IFU right heart failure as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This IFU also contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.